Manufacturer narrative:
Date rec'd by MFR: 19nov2019. The field service engineer (fse) state that the customer declined to accept the replacement part due to long time of arrival. The unit was not repaired. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019, date of report: 09sept2019.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was in use on patient, but there was no patient harm reported.